Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device not blowing out air and requesting a replacement s soon as possible related to CPAP device. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation the manufacturer's observed a light amount of dust or dirt contaminant in the cracks and crevices of the outer surfaces. They found sound abatement foam degradation throughout the blower box, on the inside surface of the blower upper cap, and where the blower rests in the blower box. A black tar-like substance was located on the inside surface of the blower and on the blower blades. A dark contamination was found on the inside surface of the lower enclosure which is consistent with sound abatement foam degradation. Manufacturer's confirm sound abatement foam degradation. Manufacturer's is unable to assess the symptoms described in the complaint. They confirmed the device was not operating correctly. They found that other contaminants located in this investigation were sourced from external environmental conditions.